Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2013 and presented on (B)(6) 2016 with epithelial ingrowth/defect. A brief description of the event says patient is scheduled for flap rinse and enhancement on (B)(6) 2016. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of fuzzy distance vision. It was reported that patient has a small discrete nests of epithelial cells. Bcva from (B)(6) 2013: right eye pre-op 20/20 -7.75 x -.50 x 125, left eye pre-op 20/25 -9.75 x -.75 x 170. Bcva from (B)(6) 2014: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 -2.00 x .00 x 90.